Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon ruptured occurred. A right femoral approach was used to access the 90% stenosed target lesion. The lesion was located in a moderately tortuous left superficial femoral artery. A 4.0x60/135 (4f) sterling monorail balloon was advanced and used for pre-dilatation. The balloon ruptured, upon first inflation, at 8 atms. Pre-dilatation was completed with 5.0x40mm sterling monorail balloon and a 7.0x100mm non-bsc stent was implanted. No patient complications were reported and the patient's status is good.